Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous, mr, 2.5x24mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first and second proximal strut was lifted and pulled in a distal direction. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The undamaged stent outer diameter was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.50 x 24mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported. However, returned device analysis revealed proximal stent damage.